Event description:
It was further reported that the vascular access site was femoral. The lesion was severely calcified. The balloon had ruptured on the first inflation, however, to what atmospheres is unknown. The device was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 75% stenosed lesion was located in a calcified and tortuous superficial femoral artery. The sterling, mr, 8.0 x 60/135 (4f) balloon ruptured under nominal pressure. The number of inflations is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.